Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported patient had an infection at the ipg site. Surgical intervention was undertaken at an unknown time wherein the system was explanted to address the issue.